Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had experienced hyperglycemia. The blood glucose level at the time of incident was 700 mg/dl. It was reported that customer¿s blood glucose was 145 mg/dl and she went into a catatonic state. Intravenous insulin drip and oxygen supply were given as treatment, but the customer was unresponsive at the time of treatment. The auto mode feature was active at the time of high blood glucose event. The insulin pump will not be returned for analysis.